Manufacturer narrative:
Investigation summary: received two unused iag bc 22 g units from material number 381023, lot number 8298609. One unit was a catheter/adapter subassembly with no packaging. One was complete unit intact inside of a sealed package. Photos were also submitted for review which displayed the following: photo 1 ¿ a complete unit inside of a sealed package and a catheter/adapter subassembly with no packaging. Photo 2 ¿ a view of the catheter tubing. Photo 3 ¿ closeup view of the catheter tip. Photo 4 ¿ closeup view of the catheter tip. Visual/microscopic evaluation: the catheter/adapter subassembly had fibers (foreign) and plug shavings (non-foreign) on the shaft of the catheter tubing near the tip. Unit in sealed package did not have any foreign or non-foreign matter present on the catheter. Photos: based on the evaluation of the submitted photos the photos revealed the same findings as that of the evaluation of the returned units. Conclusion: manufacturing - the characteristics of the white matter on the catheter (non-foreign plug shaving material) was evidence to confirm and support manufacturing process related issues for the reported defect. The equipment cleaning method in use at the time could introduce foreign/non-foreign matter to catheter tubing. The catheter/adapter subassembly was sent for ftir testing to identify the foreign matter. Per the ftir testing the fm was identified as polyethylene terephthalate (pet). It is the most common thermoplastic polymer resin of the polyester family and is used in fibers for clothing. A definite source for the fibers could not be determined. It is unknown if it was from manufacturing related or introduced during transit or at user environment.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: fm on the catheter tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: fm on the catheter tip.